Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error alarm. The customer¿s blood glucose level was 350 mg/dl. The customer stated that the troubleshooting was performed for the critical pump error alarm and they did not receive the critical pump image on the screen. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor.